Event description:
Event reported to MFR's tech svs dept of accidental administration of excessive dose of baclofen. Pt's pump was refilled in 2001 and procedure to wean pt off baclofen was initiated - drug concentration was lowered to 1000 mcg/ml from 2000 mcg/ml. An error was made in the process to clear the catheter of the old drug and pt received bolus of 168 mcg of drug. Pt became unresponsive, no intubation required, as was arousable with pain stimuli. Pt received oxygen. The following day pt showed marked improvement in response and was discharged the next day to home. Pt has now been successfully weaned off baclofen and is on normal saline in the pump. The pump will be explanted very soon as pt's mobility has improved.